Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient death occurred. A pulsed field ablation (pfa) procedure with a farawave catheter was completed without issues. The physician completed an off-label cti ablation and posterior wall ablation. After the procedure was completed, all devices were removed from the patient and the physician told the anesthesia team to wake the patient up. It was then reported that the patient was having bradycardia episodes, a transvenous pacing wires were placed and an arterial line. An ultrasound was performed and ruled out any pericardial effusion. The patient had a low ejection fraction (ef) prior to ablation. A swan catheter was placed and the patient was sent to intensive care unit (ICU) where went into ventricular tachycardia and did not make it. No EKG was observed during the procedure. No abnormalities on the wall were observed. No effusion was found. The device is not expected to return for analysis.